Event description:
It was reported by the rep the saline solution became hot during the case. The rep also stated that the pt suffered a burn on the leg. The degree of the burn was not specified. The rep stated that he believed the generator was flickering on and off during the case.

Manufacturer narrative:
Mitek is at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.